Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that there were no lights present on the boards at the rear of drawers 2.1 and 2.2. The fse replaced both drawer controllers and the pyxibus module controller board. Hardware testing was performed using the hardware test application, and all tests passed successfully. During further inspection, the half-height auxiliary drawer 2 was found to have defective rails, allowing the drawer to nearly pull completely out of the device. A replacement half-height drawer had been ordered by a previous fse and was installed. The device was reassembled and rebooted. The half-height drawer was successfully assigned without issues, and the customer tested the drawer and confirmed proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station showed device not detected on bus. Customer tried to recover the station, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.